Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified procedure, a guide wire coating issue occurred. The target lesion was located in an unspecified vessel. An amplatz super stiff guide wire was advanced to the target lesion. The physician then inserted a non-bsc balloon catheter over the wire and got stuck after reaching about 5 or 6 cms. On the wire where the blue coating was missing. The catheter failed to pass the wire after several attempts. When the physician removed the amplatz wire from the patient, it was noted that the blue coating of the wire was flaking off on different areas which exposed the silver core of the inner wire. The procedure was completed with another of the same device. No patient complications were reported and the patient is fine.